Event description:
It was reported that pump declared malfunction alarm 20 during pumping and customer had previously experienced similar cartridge alarms with same pump. There was no adverse impact to the customer's blood glucose level. Customer was advised that pump would be replaced by technical support, and no additional information was received regarding further actions or outcomes.